Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient was hospitalized due to high blood glucose level and unconsciousness on(B)(6)2024. The length of hospitalization was greater than 24 hours. The infusion set was inserted in abdomen. The patient was treated with intravenous drip during hospitalization to address the event. No further information was available.